Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was oversensing t waves during biventricular pacing with both rvtip to rvring and rvtip to rvcoil sensing. The physician also noted that the rv septum implant site was not an acceptable option for the patient. The lead was reprogrammed to a lower sensitivity and remains in use. No patient complications have been reported as a result of this event.